Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer had reused the cartridge. Customer reloaded the cartridge to resolve the issue. Tandem technical support informed the customer that reusing cartridge's is off label per the tandem user guide. There was no reported adverse impact to the customer's blood glucose level.